Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: spain evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery the skin graft mesher was not cutting properly. There was no patient involvement with no report of harm or delay. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d1, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined that the cutter had cosmetic damage but was unable to confirm the reported event of not cutting properly. The device passed the mesh test. The cutter was replaced and the unit was returned to service. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.